Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). (B)(4). Additional investigation of the level sensor was not possible as it was scrapped by the customer. At this time, it is unknown exactly what was "defective" on the level sensor. A replacement level sensor has been provided and no further issues have been reported. As an investigation could not be performed, a root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by customer.

Event description:
Livanova (B)(4) received a report that the s3 low level ii sensor was found to be "defective" during priming. There was no patient involvement.